Manufacturer narrative:
The exchange part and more information has been requested back for investigation. A supplemental medwatch will be submitted when the investigation has been finalized. (B)(4).

Event description:
It was reported that the ventilator was set to deliver 70% o2 but was only delivering 50% o2. There was not patient injury. Manufacturer ref #: (B)(4).